Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that as per the mitraclip ntr/xtr instructions for use (IFU): during mitraclip system removal always retract the cds by pulling only on the sleeve handle. Retracting cds by pulling on the dc handle may result in device damage and /or embolization. All the available information was investigated, and the reported improper or incorrect procedure appears to be related to the user error. The definitive cause of dc-handle retraction problem could not be determined. The reported complete clip detachment (ccd) appears to be a result of user deviating from IFU in conjunction with dc handle retraction problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a flail. One mitraclip was implanted. After the second mitraclip (90306u240) was deployed, the clip delivery system (cds) would not detach from the clip. The clip handle was pulled and resistance was felt, upon which the clip detached from both leaflets and was in the left atrium. The clip was still connected to the gripper line and was retracted into the steerable guide catheter (sgc) and removed from the patient anatomy. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.